Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was implanted and severe central aortic regurgitation (ar) was observed via echocardiogram and fluoroscopy. The valve was not coapting and one of the leaflets was noted to be hanging into the left ventricular outflow tract (lvot). Subsequently, a non-medtronic second valve was implanted. No adverse patient effects were reported.